Manufacturer narrative:
Patient¿s date of birth was not provided. Patient¿s age was estimated from age at implant. Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 5 months. Device evaluation the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 for gastrointestinal (gi) bleed. Labs drawn on (B)(6) 2017 revealed that patient had an inr of 2.8 and hemoglobin of 6.4 g/dl. The patient was admitted for observation and transfused 2 units of packed red blood cells (prbcs). Coumadin and aspirin were held. The bleed was suspected to be a gi bleed as the patient has had previous history, unreported to the manufacturer, with the most recent incidence in (B)(6) 2017. No arteriovenous malformation (avm) were identified. On (B)(6) 2017, the hemoglobin was 8.8 g/dl, and the patient reportedly felt significantly better. The patient was stable and discharged.